Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a magnetic resonance imaging (MRI) procedure. The patient's implantable cardioverter defibrillator (ICD) could not be programmed because the lead type was not changed to single chamber so high voltage impedance was coming back out of range due to the MRI. Following the MRI the device was programmed back to permanent parameters. On the printed report the settings showed device being in MRI mode. Other reports indicated that the device was not in MRI mode and functioning according to permanent parameters. Patient was asymptomatic and would continue regular follow up.